Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed. The reason for the revision is unknown.

Event description:
It was reported that revision surgery was performed.